Manufacturer narrative:
Title of article: delayed stenosis regression after drug-coated balloon angioplasty for femoropopliteal artery lesions literature reference: doi.org/10.1007/s00380-021-01970-4. Average age: majority sex medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a journal article tilte 'delayed stenosis regression after drug-coated balloon angioplasty for femoropopliteal artery lesions'. The study was carried out to determine the possibility of and the relevant factors of delayed stenosis regression after drug-coated balloon (dcb) angioplasty for femoropopliteal (fp) artery lesions. 191 consecutive limbs with de novo fp lesions treated by evt between may 2018 and june 2020 in kurashiki central hospital, 105 of which were finalized using a dcb. Dus was routinely performed on the following day and 6 months after the procedure, and cases in which residual stenosis was detected by dus performed on the day after the procedure were included in this study . The team retrospectively compared the details at the procedure according to the presence of signifcant stenosis at 6 months after the procedure. During the procedure, after balloon pre-dilation, lesions without angiographical fow-limiting dissection were treated with dcbs, either in.pact admiral or non_medtornic dcb. Stent implantation was performed only in lesions with angiographical fow-limiting dissection. Angiographical dissection pattern was not different between the two groups. Residual stenosis was observed in 26 (25.5%) of the 102 lesions by dus on the day after the procedure. Twenty-one (80.8%) of those 26 lesions were followed up by dus at 6 months after the procedure, and delayed stenosis regression was observed in 12 (57.1%) of those 21 lesions. No acute occlusion was observed, and only 2 lesions required target lesion revascularization at 6 months after the procedure. The main findings of this study were that delayed stenosis regression occurred in more than half of the cases with residual stenosis after dcb for fp lesions and that calcified plaque was less prone to provoke delayed stenosis regression. The group reported that serial volumetric analysis using hdivus revealed that late lumen enlargement definitely occurred. Late lumen enlargement was reported to be associated with deep dissection reaching the media according to the results of optical coherence tomography analysis. The study indicated that delayed stenosis regression may occur after dcb angioplasty for fp lesions in more than half of the cases with residual stenosis.